Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: more of three openings observed, on anterior side assessed, as surgical damage. Additional observations: creases were observed. Nick striated assessed, as surgical tool scratch like. No further actions are required, as no manufacturing issues are observed.

Event description:
Initially, healthcare professional reported, left "defective". Recently reported, a side rupture. Device has been explanted.

Event description:
Initially, healthcare professional reported left "defective". Recently, reported a side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.